Manufacturer narrative:
Date of event and therapy date is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2019-05132, 1627487-2019-14422, 1627487-2019-14423. It was reported that the patient developed an infection and fluid around the lead and anchor sites. As a result, surgery occurred in the week of (B)(6) 2019 in which the leads and anchors were explanted. The exact date of explant is not known.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.